Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: no patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak a050401 complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Device evaluation: analysis of the returned device identified: wear abrasion, creases fold, opening linear on radius, red particles on fill channel and brown particles inner device. Leak test and microscopic analysis was performed which identified: opening crease smooth on radius and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.